Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The "failure to follow instructions" conclusion code was assigned, based on information provided that the patient was not continuously monitored by pulse oximetry and electrocardiography (ECG) and backup therapy was not available after placing the device into MRI mode, as documented in labeling.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was to undergo a magnetic resonance imaging (MRI) scan. The device was programmed to MRI protection mode and the patient was placed in the MRI bore with no external monitoring patches. It was believed the patient went into an arrhythmia, and the patient was transported to their room, where they coded. The local boston scientific sales representative went to program the device out of MRI protection mode, but the patient had already been pronounced dead. It was noted no back-up defibrillation therapy was available during the incident. The device was not expected to be explanted post-mortem. The local sales representative confirmed the s-ICD had been updated to the most current software prior to the MRI, and that the patient was undergoing a brain MRI at the time of the event.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was to undergo a magnetic resonance imaging (MRI) scan. The device was programmed to MRI protection mode and the patient was placed in the MRI bore with no external monitoring patches. It was believed the patient went into an arrhythmia, and the patient was transported to their room, where they coded. The local boston scientific sales representative went to program the device out of MRI protection mode, but the patient had already been pronounced dead. It was noted no back-up defibrillation therapy was available during the incident. The device was not expected to be explanted post-mortem.